Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient received their replacement implantable neurostimulator (ins) on (B)(6) 2018 and their first ins was implanted in (B)(6) 2010. They had to charge their second ins every day for 45 minutes to an hour since being implanted. They charged their first ins for 2-3 hours per week so they noticed the time difference immediately. There hadn't been any event that changed their ins circumstances, the second one simply didn't last as long as the original ins. The patient noted that they increased their coverage/benefit so they figured that's why the ins needed to be charged more frequently. When the patient charged every evening the ins battery was at around 50-60%. If they tried to extend the time between charges to 36-48 hours, the controller didn't have enough juice to completely charge the ins to 100%. They didn't want either device to get dangerously low so they charged every evening. No further complications reported.

Event description:
Patient reported that since implant their implant battery had never lasted more than a day and a half, about 36 hours, before the pt needs to charge their implant again. Pt said that with their previous implant (37712) they only had to charge every 7-10 days; pt made no allegations against previous device on the call. Pt said that a month or several months after their current implant, a rep did some reprogramming to fine tune things, but this didn't help with the frequent charging. The patient was redirected to their healthcare provider to further address the issue. Pt said they also have another rep's information so they will contact them as well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that was unable to charge her implant. They reported she got the passive mode recharging screen with numbers as high as 100 and she has waited 10 minutes 3 times however her implant has not become charged at all, it was 50 percent last night, 40 this morning now it is 30 so she turned it off. The patient said last night she did a reset to take the battery out, and they blew it out if there was any dust. They said she has not noticed any heating during the call the patient mentioned several times her current ins has "not done as well" as her previous stimulator. She only had to recharge her prior ins once a week for 2.5 or 3 hours, she has to recharge her current implant every day, she is down to 50 percent for her ins battery at the end of the day every day so she recharges every evening. They worked with the patient to try to start a charge and after initially getting the passive mode screen and waiting, they reported she got a flash of it saying it was charging with good then excellent then it flashed back to triangle poor charge quality reposition and try again. It flashed to the charging screen then flipped back to poor, while the patient said she did not move. They said she did not need to wear the belt, she would lean back against the recharge antenna in a chair. Worked with the patient to disconnect from the recharger; they removed the battery pack to locate the serial numbers. The patient put the battery pack back into the controller and was successful to connect without the recharger, unlock and reported the controller was 100 percent charged, the ins was 30 percent. They worked with the patient to reconnect the recharger and try to start a charge however they got passive mode with the highest number 100, or 'no device found'. They repositioned and tried again to recharge but got 'no device found'. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the damaged recharger device.